Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting this atrial lead dislodged three months following the initial implant procedure. This was verified from an x-ray. The patient reported she was swimming the day before and was inquiring if that may be the reason the lead dislodged. At previous follow-up appointments following the initial implant, the patient's thresholds maintained between 1.0v and 1.7v. And at today's follow up, there was no capture. There is no evidence of when the lead had dislodged. Ts discussed swimming falls into a category as other activities with potential for vigorous arm/shoulder movement. There is no further information whether a lead revision has been scheduled.